Event description:
It was reported that bd vacutainer® serum blood collection tubes are not pulling blood. This was discovered during use. The following information was provided by the initial reporter: material no. 367815, batch no. Unknown. It was reported that the tube is not pulling blood. End user report tube not pulling blood.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes are not pulling blood. This was discovered during use. The following information was provided by the initial reporter: material no. 367815, batch no. Unknown. It was reported that the tube is not pulling blood. End user report tube not pulling blood.